Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information provided: the enseal had been used approx. 1 hour, no problems. It was noted when she picked it up to pass it to dr., the button had come off. It was lying on top of the drapes. It did not enter the pt. They popped the button on, but it activating itself. It was deemed unsafe so a new enseal was opened. The first enseal had been just lying on top of the drapes when she picked it up to pass it to dr. As far as she knows there had been no direct trauma to the enseal that would cause it to break.

Event description:
It was reported by the rep that during a lap right hemicolectomy procedure, the activation button broke off of the device during use. They tried to put it back on but it would just continually activate. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The instrument was received with the energy button detached and returned with the instrument. The button was reattached to the instrument and tested with a gen11. The jaw was inspected and cycled and it functioned as intended. It is probable that the continuous activation was due to the button not completely attached to the instrument. If the button is not fully attached or misaligned there will be difficulty in disengaging the lockout mechanism of the instrument and advancing the I-blade which in turn compresses the upper jaw.